Manufacturer narrative:
Batch review performed on 7 february 2024. Lot 2248782: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 2028-mar-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 7 february 2024: gmk-sphere, 02.12.0001r, femoral component sphere cemented size 1 r (k121416), lot 188182: (B)(4) items manufactured and released on 15-jan-2019. Expiration date: 2023-dec-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere, 02.12.e0112fr, tibial insert fixed sphere flex size 1/12 mm r e-cross (k202022), lot 2237899: (B)(4) items manufactured and released on 10-oct-2022. Expiration date: 2027-sep-21. No anomalies found related to the problem. To date, only this item of the same lot has been sold.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 6 months after the primary surgery, the surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.